Manufacturer narrative:
Additional information was received that the patient developed a granuloma at the ipg site, with necrosis, a burning sensation. It was further assessed that the patient had a dental abscess for which antibiotics were not provided and it is unknown if this may have led to this event.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient will undergo an explant procedure. It is unknown if the infection is device or procedure related.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient will undergo an explant procedure. It is unknown if the infection is device or procedure related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient will undergo an explant procedure. It is unknown if the infection is device or procedure related.